Event description:
The cable was not recognized by the monitor. Another cable was tested and the monitor was functioning correctly. This was discovered during an in-service and was not in use for a patient when the problem occurred.

Manufacturer narrative:
Integra has completed their internal investigation on 25feb2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: evaluation of device: during investigation it was observed that the cable could not be recognized by the test monitor due to damaged pins on the male connector. No DHR review could be completed for serial number (B)(4), as the search completed in (B)(4) through serial number history check returned no work order number; serial number is not recognized on the system. A minimum of 12 month review of flexext cable customer complaints was completed using the following key words ¿cable to monitor connection failure¿ and a root cause ¿poor maintenance¿ in the search criteria. This review encompassed from dates 30-oct-2014 to 24-feb-2016. (B)(4). No trend has been identified. The failure analysis investigation has concluded the cause of the cable not being recognized by the monitor was due to damaged pins on the male connector. This fault can be concluded due to misuse of the cable by the user resulted in a physical damage, thus poor maintenance.